Manufacturer narrative:
Product analysis #(B)(4): post market vigilance (pmv) received one endo gia* ultra universal short stapler opened by the account without the packaging. The visual inspection of the returned product noted. The instrument firing knobs were retracted and the articulation lever was in neutral position. Visual inspection of internal components revealed sheared teeth on the firing rack at site of initial firing post clamp up. Pmv performed functional testing which included: pmv loading unit used in testing. (B)(4) the instrument was successfully loaded with an endo gia* universal roticulator* 60-3.5 single use loading unit. The instrument loaded, clamped, yet would not cycle due to the sheared firing rack teeth damage. An access hole was cut into the instrument body for visualization of the firing rack. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, for the first firing for proximal pancreaticoduodenectomy, they connected the reload to the handle with no problem. The surgeon clamped the tissue of the stomach, tried to fire the device, however a crack sound was heard. The handle was replaced and the procedure was completed with no problem. Current patient status is no problem. No patient adverse events reported.